Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 487 mg/dl, at the time of incidence. Customer was at 400 mg/dl, 480 mg/dl and 460 mg/dl. Customer was treated with manual injection for high blood glucose level after contacting with their health care professional. The customer reported that the when they came to home the auto mode was not working. Customer was able to performed high pressure test and they received alarm. The insulin pump will not be returned for analysis.